Manufacturer narrative:
The customer cancelled the call. No report of patient or staff injury. No additional information is available.

Event description:
The customer reported that no video was displayed on the 6600 system monitor. No patient injury was reported.